Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. There was damage to the grommets noted on the visual inspection.

Event description:
It was reported during the procedure that there was a problem with the setscrew on the device. The device was not implanted, a replacement was utilized. There were no patient complications reported as a result of this issue.